Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device was explanted due to unknown product issues. Subsequently, a new device was successfully implanted. No additional patient adverse effects were reported. Additional information received indicated that the device was explanted due to infection on left side and the new device was implanted on the right side. This device will not be returned.

Manufacturer narrative:
This report contains additional information in section b5 describe event or problem and h6 patient codes.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device was explanted due to unknown product issues. Subsequently, a new device was successfully implanted. No additional patient adverse effects were reported.